Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the reported valve thrombosis cannot be confirmed; however, it may be related to the mechanisms described above. Valve thrombosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient connect, the patient called and reported that they had received a 26mm sapien 3 valve approximately 1 year prior and has taken blood thinners since the tavr due to a ¿blood clot¿ on the valve. Recently, the patient¿s doctor wanted the patient to stop taking the blood thinners. The patient called edwards to make sure if ¿this was okay.¿ patient connect personnel stated that they could not advise her on how to proceed but could provide contact information for a tavr facility near her and she could contact them. The patient took the information. The patient did not state that they wanted a call from edwards lifesciences and also did not mention any symptoms or ailments; the patient just wanted to know if it was okay to stop taking the blood thinners. Medical records were received which listed, approximately 8 days post implantation of a 26mm sapien valve, the patient was admitted for chf, sob and volume overload. Tee showed ¿abnormal function¿ of the tavr valve without ¿definite evidence for a clot.¿ the patient was put back on anticoagulation for several days. Repeat echo showed valve function improvement. Patient discharged on coumadin. Discharge diagnosis states "symptomatic aortic stenosis status post recent tavr possible malfunction of the valve due to clot¿. Echo (pod9) via tte - ef 60%, aortic valve was present and functioning abnormally. There was severe stenosis. Avmg 43mm hg, ava 0.75cm2, no significant ar, mild-mod mr. Echo via tee ¿ ef 60%, transcatheter aortic valve was present. Leaflet excursion is severely restricted. No thrombus is noted. Transvalvular velocity was increased more than expected. There was severe stenosis. Avmg 26 mmhg, ava 0.81cm2, mild-mod mr. Echo (pod13) via tte ¿ ef 67%, avmg 30mmhg, ava 0.81cm2, mild-mod mr.